Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Sensor data was extracted and observed to be returned in sensor state 8 (indicating abnormal termination).the event log 11 (algorithm terminated patch) and an extended error code 32678 (dq invalid data) was observed, indicating that the termination was due to occurrence of esa (early sensor attenuation) or lsa (late sensor attenuation). A review of the customer's history log (data quality invalid data) revealed evidence of low glucose values towards the end of sensors use. As no abnormalities were observed on the returned sensor or it's data. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the error message while a customer was scanning the adc freestyle libre 3 sensor. As a result, on 04feb2022 the customer experienced unspecified symptoms of hypoglycemia and was provided a glucose infusion by an hcp for the treatment of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Event description:
An hcp reported the error message while a customer was scanning the adc freestyle libre 3 sensor. As a result, on (B)(6) 2022 the customer experienced unspecified symptoms of hypoglycemia and was provided a glucose infusion by an hcp for the treatment of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01 all pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the error message while a customer was scanning the adc freestyle libre 3 sensor. As a result, on (B)(6) 2022 the customer experienced unspecified symptoms of hypoglycemia and was provided a glucose infusion by an hcp for the treatment of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d1 - (brand name) was incorrectly documented in initial report. The correct d1 - (brand name) should be freestyle libre 3. This correction has been made.